Event description:
It was reported on (B)(6) 2015 that the patient was seen that day and her device was unable to be interrogated with 2 different programming systems. The generator has been implanted since 2002. The patient was referred for replacement since vns has helped her significantly. The failure to program is believed to be due to eos. A battery life calculation was performed with the available data and best case assumptions made for the gaps. The result revealed 0 yrs remaining until eri = yes. On (B)(4) 2015 it was reported that the patient underwent a full revision on (B)(6) 2015 instead of just a battery change. The patient¿s generator was dead and in surgery a new generator was implanted but high impedance was observed. The surgeon replaced the existing lead and implanted a new lead and generator which resolved the high impedance. Attempts for additional information have been made and have been unsuccessful to date. The explant products have not been returned for analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Follow-up showed that the surgeon did confirm that the lead pin was fully inserted before explanting the lead. The explanted lead is not available for return.